Event description:
A healthcare professional reported that the probe cutter stopped operating during a vitreo retinal procedure. The nurse replaced the product and a short circuit occurred between the wire and the cutter probe while in the surgery. The product was replaced and the procedure was completed. Additional information was requested. The first probe cutter stopped operating during the procedure and the second probe cutter's wire had slipped from the cutter probe. There are no additional details available for this case. A sample of the probe has been requested for this case.

Manufacturer narrative:
A sample has been requested for evaluation. H3 and h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).